Manufacturer narrative:
The ge service rep performed an on site eval. The rep checked the central processing unit connections and ordered a test of the central processing unit. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported intermittent problems while booting up. No pt injury was reported.